Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the affiliate that the tct75 instrument locked out and would not fire. There was no consequence to the pt. More info to follow, concerning this event, from affiliate.